Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and high out of range pace impedance measurements. It was noted this was a gradual rise. A revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.